Manufacturer narrative:
Correction: date of event should have been (B)(6) 2018 based on new information received on aug 29, 2018 rather than blank.

Event description:
New information received noted that the patient presented remotely via merlin.net transmission. Upon review of sorted egm, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing which was due to post paced t-wave oversensing. The patient did not receive therapy during the oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing was observed on the implantable cardioverter defibrillator. The device was reprogrammed. The patient was stable and asymptomatic.